Event description:
It was reported that the patient presented for follow-up. An interrogation of the implantable cardioverter defibrillator revealed recorded episodes of over-sensing on the discrimination channel that resulted in inappropriate anti-tachycardia pacing. No interventions or patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.